Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled essure removal, salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, fatigue and weight increased had resolved. The reporter considered device dislocation, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: having my surgery 2&half week. Patient received treatment for pain, abnormal bleeding, allergic reaction, migration, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled essure removal, salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, fatigue and weight increased had resolved. The reporter considered device dislocation, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: having my surgery 2&half week. Patient received treatment for pain, abnormal bleeding, allergic reaction, migration, fatigue, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : previously reported event ¿medical device removal¿ replace with new event. New events added: migration, pain, abnormal bleeding, allergic reaction, psych injury, fatigue, weight gain. Event outcome were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coil on the right side down into the endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain, weight gain, tenderness, inflammation and libido decreased. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reaction"), psychological trauma ("psych injury") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (scheduled essure removal, salpingectomy-bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, hypersensitivity, fatigue and weight increased had resolved. The reporter considered device dislocation, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: having my surgery 2&half week. Patient received treatment for pain, abnormal bleeding, allergic reaction, migration, fatigue, weight gain. Discrepancy noted insertion date- (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: medical record received- rcc,reporter information and medical history were added.imrdf/FDA codes error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to schedule essure removal). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: having my surgery 2&half week. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event injury nos replace with new event medical device removal. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.